Manufacturer narrative:
(B)(4) describe event or problem - additional, correction/ additional information.

Event description:
The sensor insertion was at the abdomen on the (B)(6) 2016. A sensor pod (serial number (B)(4)/lot number 5203858) was returned for evaluation. The device was visually inspected and the sensor wire was missing from the sensor pod and housing puck. The reported event of a missing sensor wire was confirmed. A root cause could not be determined. However, it is unknown if the returned device is the complaint device.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.